Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this implanted system had an infection and dehiscence at the site of their implant incision. The system was explanted; this right atrial lead, surgically abandoned previously, remained implanted. Additional information was received indicating that the patient had expired ten days post-procedure.